Event description:
(B)(4) heavy periods, nausea, sharp abdominal pain on right side, multiple periods, headaches, migraine type, heavy cramps, lower back pain.

Event description:
(B)(4). Forgot to add hot flashes.

Event description:
(B)(4). Feeling like I have to always urinate, feeling like I have a bladder infection prior to periods, get tested and no infection. Lost many nights sleep due to this. And only to urinate a tiny bit but feeling like I had a ton inside me.

Event description:
(B)(4). Weight gain even with constant exercise.